Manufacturer narrative:
(B)(4). Batch # r58t0p. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received with only 4 b-formed staples inside of the pockets, with the washer completely cut, with the drivers exposed and with the knife recessed below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported: malformed staples. During the low rectal surgery, when severing rectum tissue, after fired, noted the staples malformed with irregular shape. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.